Event description:
It was reported that: patient states that her hip is swollen; that she experiences sharp pain when walking or entering the car. Patient is also stating that her hip feels tender and that the pain has been ongoing since may. Patient reports that she has been to see her surgeon and that he has done the blood work and had x-rays taken and the results are pending.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.